Event description:
This lead was implanted on (B)(6) 1992. A call to technical services placed on 7/23/2013 states that this lead had an insulation break. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).